Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. This crt-d was replaced and will be returned to boston scientific for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator will be returned to boston scientific for analysis. This investigation will be updated should further information be provided, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.